Event description:
It was reported that during the procedure, while advancing a 3.5 x 23 xience v rx stent delivery system (sds) into a non-abbott guiding catheter, the sds became stuck inside of the guiding catheter; the xience sds could not be advanced or retracted from the guiding catheter. The xience sds and guiding catheter were removed from the anatomy as a single unit. While outside of patient anatomy, force was applied to remove the sds from the guiding catheter, resulting in bent stent struts and stent dislodgement. Two 3.5 x 15 xience v rx stents were delivered, completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. The returned goods lab received the 3.5 x 23 xience v rx with its stent dislodged. Additional information confirmed that the stent dislodgement had occurred outside of the anatomy during the attempt to withdraw the sds from the guiding catheter. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Stent implant damage and dislodgement were confirmed. Difficult to position/guiding catheter resistance could not be tested due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.